Event description:
While trying to track with the stealthstation fess (functional endoscopic sinus surgery) microdebrider the software froze-up limiting our tracking to other instrumentation, and resulting in an inability to track while using the microdebrider. Clinical nurse was called to the room to troubleshoot as well as systems administrator. Systems administrator was able to get the microdebrider working for a short period, but once again it froze.the manufacturer is servicing this device in-house. They feel that the use of a non-medtronic mouse and keyboard have caused the problems we have been having. They are in the process of obtaining a medtronic mouse and keyboard.

Event description:
While trying to track with the stealthstation fess (functional endoscopic sinus surgery) microdebrider the software froze-up limiting our tracking to other instrumentation, and resulting in an inability to track while using the microdebrider. Clinical nurse was called to the room to troubleshoot as well as systems administrator. Systems administrator was able to get the microdebrider working for a short period, but once again it froze.the manufacturer is servicing this device in-house. They feel that the use of a non-medtronic mouse and keyboard have caused the problems we have been having. They are in the process of obtaining a medtronic mouse and keyboard.